Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number: 0012350768 was returned and analyzed. The loop catheter was received without the guidewire threaded through it. The guidewire was received kinked 10 inches distally from the proximal end and at 2 inches proximally from the j-tip. The guidewire lumen was received retracted and without any damage to the array loop assembly. The slide control function was stiff despite softening of the guidewire lumen using disinfectant to dilute potential dried blood. The sliding stroke was limited to a tenth of the total slide. The guidewire lumen was fully extended when manually pulled from the tip. The slide control was used to fully retract back the guidewire lumen. Resistance and stiffness occurred with every attempt to extend the guidewire lumen using the slide control. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The difficulty extending the guidewire lumen was captured through x-ray imaging as entangled wires. The guidewire appeared under x-ray to bent within the shaft 3 inches proximally from the distal end of the dual-lumen within the shaft. The electrode wires appeared entangled and kinked and entangled within the shaft. Data from the catheter identification chip confirmed usage on the reported event date. The catheter was reprogrammed before connection to the generator via a catheter interface cable, and therapy deliveries were successfully performed. After cutting the shaft 3 inches proximal to the distal end of the dual-lumen, the slide control knob was actuated without any issues. The remaining length of the guidewire lumen and electrode wires extended as expected, without any restrictions. Once the entangled wires were removed, the sliding mechanism retrieved its normal function of fully extending and retracting the array. Dissection revealed multiple kinks in the electrode wires at 2.5 and 3 inches proximal to the distal end of the dual-lumen. In conclusion, the loop catheter failed the returned product inspection due to entangled and kinked electrode wires withing the shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, while in the body the physician noted it was hard to push the catheter¿s slider to extend the array. The case was completed with pulsed field ablation. After the procedure the array was able to be forced back into the sheath when slider on handle was not extending to properly capture array. No patient complications have been reported as a result of this event.